Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10mar2020.

Event description:
The customer reported a high blower temperature diagnostic code. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The ventilator had to be swapped with another unit as a result of this event. Technical support provided remote assistance to the customer and advised them to replace the blower assembly.

Manufacturer narrative:
G4: 31mar2020 b4:(B)(6)2020. The customer reported that replacing the blower assembly resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20jun2020. B4: 23jun2020. This complaint has been re-assessed. The ventilator had to be swapped with another unit as a result of this event, however, there was no report of medical intervention being required. Based on this information, the reported event has been updated to non adverse event. The replaced blower assembly was returned for failure analysis. The high blower temperature alarm could not be duplicated during testing. There were no faults found with the returned blower assembly. A relationship of the device to the reported problem could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.